Event description:
The patient underwent generator and lead revision on (B)(6) 2016 due to battery depletion & lead discontinuity. Attempts were made but the explanted devices have not been received to date.

Event description:
It was reported that the patient's device has high impedance and that one of the electrode coils appeared to be stretched to the physician in the x-rays. Based on the x-ray image received of the electrode site, the electrode coils did not appear to be stretched. However a complete evaluation of the lead was not possible with the image received. Attempts for additional relevant information were unsuccessful.